Event description:
The incident involved a plum 360¿ infuser pump. The report stated that the device only infused half of the antibiotic than what was programmed and that it needs evaluation. There was patient involvement, unknown adverse event or human harm, and unknown delay in therapy.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg on 12/14/2023. On 12/29/2023 downloaded cda logs for analysis. Could not confirmed customer¿s complaint that the device experienced an inaccurate under delivery. Device passed self-test with no error alarms. Device passed performance verification testing (pvt), most notable the volume accuracy test. Device passed volume accuracy test with 20.5 ml of fluid delivered. Delivery accuracy of 97.5 %. Note: device default setting was set to rate instead of kvo. When the device default setting is rate the device continues to deliver at the programmed rate even after the programmed volumen to be infused (vtbi) is met. Probable cause for customer¿s complaint of the device experiencing an inaccurate under delivery was not found. During inspection found the front enclosure, rear enclosure, fluid shield, cassette door, and ac power cord to be damaged. Verified discrepancies through visual inspection. Replaced the front enclosure, rear enclosure, fluid shield, cassette door, and ac power cord. Probable cause is physical damage consistent with normal wear and tear. Updated on 01/18/2024. Engineering summarizes findings: by nov 15th, a piggyback infusion was started on line b with rate: 25 ml/hr. And programmed volume: 105 ml. After some time, an infusion in line a was programmed for vtbi: 50ml and rate: 10ml/hr.; duration: 5hrs. But the infusion could not be started as piggyback infusion was started first and running. 2 after piggyback infusion got over, the infusion in line a started. After infusing for 2 hours 42 mins the infusion was stopped by user and the device was put to sleep mode. Engineering evaluates that: engineering evaluates that the infusion in line a and line b was programmed at the same time. But the piggyback infusion was programmed and started first. Hence line a infusion couldn¿t be started until line b infusion got over. Once line b infusion got over line a infusion which was programmed for 5 hrs. At rate: 10ml/hr. Started and after almost 2 hrs. 42 mins the infusion was stopped after infusing half volume programmed. After this the device was put to sleep mode. To conclude: engineering finds that the infusion in line a couldn¿t be started until line b infusion got over. After line a infusion started, it was stopped after 2 hrs. 42 mins infusing half volume as expected. Engineering concludes that the device was working as expected and did not underdeliver.